Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle 31x8 asia caused a serious injury in the form of a needle stick injury. The following information was provided by the initial reporter: when removing the pen needle, the inner lid pen needle is om the insulin drug, and nurse touches the drug to cause the needle stick. Exposure after use. Potentially exposed to blood (B)(6).

Event description:
It was reported that the pen needle 31x8 asia caused a serious injury in the form of a needle stick injury. The following information was provided by the initial reporter: when removing the pen needle, the inner lid pen needle is om the insuline drug, and nurse touches the drug to cause the needle stick. Exposure after use. Potentially exposed to blood hbv.

Manufacturer narrative:
Investigation: customer returned (2) 8mm, 31g pen needles (1 open without the tear drop label or inner shield, 1 sealed) from lot # 7311239 along with (1) apidra solostar pen. Customer states that when removing the pen needle, the inner lid pen needle is on the insulin drug, and nurse touches the drug to cause the needle stick. Both returned pen needles were examined and the open sample exhibited a broken non patient end of the cannula. No defects were observed on the sealed sample. The returned pen was also examined and exhibited the broken end of the non patient end of the cannula in the septum of the pen, exposing the non patient end of the cannula, which could lead to a needle stick. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No abnormality was observed during the production of the reported batch. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.